Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the dxc 600i clinical chemistry system. The fse performed multiple part replacement which included cartridge chemistry (cc) sample probe, sample probe level sense bead, syringe drive assembly. Auto gloss tubing, and cap piercer blade. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The system performance was verified. No further issue was noted. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case-(B)(4). For erroneous results generated on event date (B)(6) 2023 refer to beckman coulter internal case-(B)(4).

Event description:
The customer reported that on (B)(6) 2023, the unicel dxc 600i synchron access clinical system generated false low total bilirubin (tbil), and alkaline phosphatase (alp) patient results. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided false result examples for two (2) patient samples.